Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure due to decreased sensing and increased threshold on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the lead also exhibited under-sensing.

Manufacturer narrative:
The reported events of decreased sensing and increasing thresholds were confirmed. As received, a complete lead was returned in one piece. Analysis found the inner insulation beneath the suture tie impression was damaged consistent with over-tied suture. The cause of the reported events was isolated to the over-tied suture sleeve.